Event description:
It was reported that foreign matter was found before use with a bd safetyglide¿ needle . The following information was provided by the initial reporter, "about to give flu vaccine to pt when noticed debris on needle. Held needle for evidence, used new needle to administer flu vaccine. Notified nursing manager."

Manufacturer narrative:
One photo and one loose shielded safetyglide needle were received. The sample was visually evaluated. The cannula of the needle was covered in multiple small white fibers, some larger than level 3 in size. Potential root cause for the foreign matter defect is associated with the needle manufacturing process. The sample was forwarded to the needle manufacturing site for evaluation. Batch # is required to make corrective actions determination. No corrective actions are necessary for the needle packaging plant at this time. Sample will be forwarded to the needle manufacturing site for additional evaluation. One (1) sample was provided by the customer for investigation. Visual inspection was performed on the returned sample using unaided vision. There is a white debris on the needle. The debris was then examined using 40x magnification and was visually identified as plastic. Plastic dust may be created throughout the manufacturing process via conveying and vibration of plastic components. It appears that some of this dust was in the needle shield when the needle shield was pressed on the needle hub assembly. Bd acknowledges that the sample provided by the customer has plastic debris on the needle. However, as the lot number associated with the batch was not known an occurrence rate for the batch could not be calculated. Therefore, no corrective or preventative actions are proposed in the scope of this complaint. A device history record review could not be performed as lot number was unknown. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a bd safetyglide¿ needle. The following information was provided by the initial reporter: "about to give flu vaccine to pt when noticed debris on needle. Held needle for evidence, used new needle to administer flu vaccine. Notified nursing manager."